Event description:
Surgeon reported to sales representative that he had 5 patients with cornea problems, all patient had complaint against him because all got a cornea transplantation.

Event description:
Information received from the surgeon explained that patient had cornea edema and there was damage to the cornea. Treatment necessary following incident will be to follow up on hospital since outcome includes visual decrease. This report is for patient #1.

Manufacturer narrative:
Additional info since product was returned for evaluation. Device history record review found no anomalies with the handpiece as it passed all testing. Evaluation of the returned handpiece was performed. It appeared to be in good physical condition with some discoloration. The handpiece was functionally tested and passed all test requirements. Placeholder.

Manufacturer narrative:
Field service specialist visited the account and tested the handpiece and found it within specifications.

Manufacturer narrative:
Surgeon previously reported there was a corneal transplant and his new report mentions that the treatment necessary following the incident is considering a cornea transplant. (B)(4): placeholder.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
(B)(4): placeholder.